Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the date was one day off. The bolus wizard feature was turned off. Found that the customer changes the infusion sets every six days. The insulin pump passed the prime test. Ran a test bolus and it recorded properly in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.